Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock from their device while in the bath tub. It was also reported that this was due to 60 cycle emi noise interference. Recommendations on programming considerations were requested. The device is still in use. There were no further patient complications reported as a result of this event.